Event description:
The customer complained that a pt sample reacted on erytype s rh+k, (B)(4), lot 1035010 in the first run with anti-k1 (clone 601) was negative and with anti-k2 ((B)(4)) 2+ positive. Based on the discrepant results, the customer repeated the run. In the second run both kell clones reacted negative. The customer provided three plates of the allegedly defective erytype s rh+k lot, the affected pt sample and the used bromelain for investigation testing. The pt sample was tested with the bromelain sample from the customer and additionally with the retention sample of our qc lab. In all runs, both kell clones reacted negatively. As expected, the control samples also reacted unambiguously correctly positive respectively correctly negative. Furthermore, the provided allegedly defective sample of erytype s rh+k was tested with 13 kell negative donor samples from our blood bank. In all cases, the kell clones reacted correctly negative. Thus we cannot confirm the initial false positive reaction of anti-kell ((B)(4)) at the customer's site.

Manufacturer narrative:
Testing of our quality control lab confirmed the correct function of the erytype s rh+k lot in question. An inspection of the tango instrument confirmed its correct function. There were no indications for any tango malfunctions which could have caused the described issue. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained product. We had no further complaints concerning false positive reaction of clone (B)(4) related to this erytype s rh+k lot. (B)(4).